Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screw was stripped from each of ten (10) y-connectors. The patient noticed this during use. The patient replaced a new set to continue peritoneal dialysis treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.